Manufacturer narrative:
The root cause of the broken plates appears to be related to patient non-compliance. The plates were implanted as a part of a bi-lateral surgery; one plate in each foot. The surgeon utilized all 7 of the screw holes to fixate the plate to the joint, and added a cannulated screw to further stabilize the joint. A comparison of the technique utilized, in relation to osteomed labeling shows that the devices were implanted as recommended. The plates broke within 2 months of the surgery. The examination of the returned plate, along with the information provided from the rep, indicate that the break was caused by patient activity post implantation. The extremilock foot plating system IFU and fmea provide multiple potential causes and warnings that could lead to a broken plate. Such items include excessive bending of the plate, a non-compliant patient (not following post-operative instructions), and excessive loading of the plate due to non-union of the joint. The fmea addresses the risk of a plate breaking and the highest risk level is for joint non-union which is at a "medium" risk level, the others are at "low". The review of the DHR for the plate did not identify any non-conformances associated with lot release. The lot information for the other plate, currently implanted, and the screws returned, is unknown. Therefore a DHR review could not be performed. The review of capas identified one CAPA related to this device. However, the root cause of the investigation was related to surgical technique. The review of ncrs did not identify any related internal non-conformances for these devices. The review of complaints for both devices identified one (1) similar complaint for p/n 336-2752. However, the root cause of the similar complaint was due to improper surgical technique and excessive loading. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the inital and follow-up reports that prevented upload to maude. Therefore, this report is being re-submitted. Date of original submission report: (B)(6) 2016. Date of follow up submission: (B)(6) 2016.

Event description:
On (B)(6) 2016, osteomed was notified of a case involving two (2) 1st mtp primary plates - (B)(4). One of the plates were reported as broken. On (B)(6) 2016, additional information was provided that the surgeon discovered the broken plates during a post op visit. The broken (B)(4) has been explanted. The broken (B)(4) has not been explanted.